Manufacturer narrative:
Phone number (B)(6). Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by right transfemoral approach. During the 26mm commander delivery system balloon inflation at the valve deployment, the balloon was filled asymmetrically, proximal first and then distal. The valve was deployed despite the inflation issue and the patient was noted as to be in stable condition. There was no unusual resistance during delivery system insertion or withdrawal through the sheath. No damage observed in the sheath after removal.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Returned device was evaluated and following was observed: kink was observed on balloon shaft near the proximal end of the handle, likely due to return packaging condition. No visual abnormalities observed on the delivery system. Functional testing was performed on the returned device. The following functional tests were performed on the returned device: the test was performed using an 85/15 contrast ratio mixture and the balloon was inflated to its nominal volume. The balloon was inflated and deflated without any issues. Inflation and deflation time measurements on the balloon were taken and no abnormalities were noted during testing. Recorded measurement shows device met specification. Provided fluoroscopic imagery was evaluated. Based on the evaluation, constrained inflation on balloon distal end was observed. Pre tavr CT shows anatomy suitable for implantation of a 26mm sapien 3 ultra valve. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported inflation difficulty and/or incomplete inflation was confirmed based on provided procedural imagery. Returned device evaluation conforms to specifications; therefore, the presence of a manufacturing non conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Based on the device evaluation for the returned delivery system, the total inflation and deflation time met the specifications. The balloon was able to fully inflate/deflate. Additionally, no abnormalities were reported during device unpacking or preparation during implant procedure. Therefore, it is unlikely that manufacturing non-conformances could have contributed to this event. Fluoroscopic imagery showed that the valve was initially deployed asymmetrically, with proximal end inflating first. However, it was able to fully deploy. Investigation results did not conclusively identify the root cause. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.